Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged no power to the pump and reported moisture behind the display. The reporter denied any damages to the battery compartment or to the battery cap. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2017 with the following findings: on examination, there was moisture visible in the display. The allegation of moisture in the pump was confirmed. On investigation, the pump failed to power on. Investigation confirmed a power issue. The pump case was noted to be cracked near top right corner of display. Leak testing revealed the pump leaks at crack in case. The pump was opened for further investigation and revealed moisture damage on the printed circuit board. Product analysis determined there was no power to pump due to moisture damage.